Manufacturer narrative:
(B) (4). (B) (4). A device investigation was not possible due to the fact that the device was not sent back to the manufacturer. Therefore, only a lot investigation was done without showing any deviations. It is possible that the stent graft dislodged from the stent delivery system because of, but not limited to a tortuous anatomy, severely calcified vessels or the presence of previously implanted stents. Based on the review of the production papers, the device was in working order and left production as per specifications.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent remains in patient crushed against vessel wall. Onset of adverse event: during the procedure. It was reported that the jostent graftmaster was being used to treat a perforation caused by an unknown balloon catheter. The graftmaster stent dislodged from the stent delivery system and was crushed against the vessel wall with a vision stent. The perforation was treated with a balloon dilatation and the patient was fine. No additional event or patient information is available.